Manufacturer narrative:
Investigation summary: although units were not returned; photos were provided for evaluation of this incident investigation. The photos reveal 5 sealed package of 20ga bd insyte autoguard bc IV catheters from lot 7198573. All components are present and intact. DHR review for lot 7198573 shows a total of 264,010 units were built on afa line 11, from july 25, 2017 through july 27, 2017. All challenge, set-up and in process samples were performed in accordance to the quality control plan and all passed per specifications. No quality notifications were initiated during production. There were not related reject activity findings relevant to the defect associated with the lot number provided for this incident, as no quality notifications were initiated for this lot. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of package damaged/defective/other with lot #7198573 regarding item #381033. Investigation conclusion: two spots of pink dried ink were observed on the top web (label) of the package of one of the five units. The dried ink (non-foreign) observed on the top web of one unit was introduced during the packaging process. Root cause description: doctor blade and analog roller had excess ink build up and needed to be cleaned. The ink (non-foreign) observed in this incident is cosmetic and does not affect fit, form of function of the product. Rationale: customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had an ink like stain on the package. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had an ink like stain on the package. No serious injury or medical intervention was reported.